Event description:
Patient tried to swallow capsule for gi, gastrointestinal, tract imaging study. Patient choked, was able to breathe. Capsule found to be lodge in the esophagus under fluoroscopy. A 25-series scope was then passed under direct vision into the hypopharynx and went easily into the esophageal inlet. The capsule was just below the esophageal inlet and seemed to fill the entire lumen. It did not seem possible to be able to grasp with a snare. The patient was taken to outpatient surgery for rigid esophagoscopy, attempt at removal of capsule camera, pushed the capsule through the stomach at 40 cm. Exam was completed.